Event description:
The pump did not sound an audible alarmtone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that stated, "air-in-line/ broken." No tracking information was provided; therefore, specific patient info, pump programming, or event details were not available. During testing at the user facility, upon power on, the pump visually displayed an air in line alarm condition; however, no audible alarm tone sounded. There were no reports of any adverse events while the device was in clinical use.